Event description:
The rotating valve breaks when injecting contrast. No report of harm or injury.

Manufacturer narrative:
Device eval: the device has not been rec'd for eval. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval is completed. Eval method: device history record was reviewed. Conclusions: a f/u report will be submitted when the device eval has been completed.